Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump kept alarming bolus error while delivering bolus. Customer did a complete set change and device continued to alarm. Device was not exposed to an MRI or magnetic field. Customer does not use the sensor feature. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm.